Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the touchscreen is not responsive and they are unable to adjust the settings. There was no patient involvement. The customer spoke with the remote service engineer (rse) and confirmed they were unable to calibrate the touchscreen. The rse provided the part number for the touchscreen assembly for replacement. The customer replaced the touchscreen and the issue was resolved.